Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2011. A 6935m55, implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted with no additional information. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.